Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f2301 captures the additional device to remove the stent.

Event description:
It was reported to boston scientific corporation that a advanix stent with naviflex delivery system was to be implanted in the bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the doctor faced difficulty passing the stent into the duct. The stent was eventually deployed based on the endoscopic marker, but it was not visualized in the bile duct, and it was not attached to the delivery system either. The physician passed forceps down the endoscope working channel, but the stent was not expelled. The stent was not found. The physician believed that the stent was lost within the duodenum and is confident it will be expelled naturally. Another of the same device was used and the procedure was completed. There were no patient complications as a result of this event. Note: it was reported that the guidewire was in the patient bile duct during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed. The physician did not follow the steps cited in the IFU.

Event description:
It was reported to boston scientific corporation that a advanix stent with naviflex delivery system was to be implanted in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the doctor faced difficulty passing the stent into the duct. The stent was eventually deployed based on the endoscopic marker, but it was not visualized in the bile duct, and it was not attached to the delivery system either. The physician passed forceps down the endoscope working channel, but the stent was not expelled. The stent was not found. The physician believed that the stent was lost within the duodenum and is confident it will be expelled naturally. Another of the same device was used and the procedure was completed. There were no patient complications as a result of this event. Note: it was reported that the guidewire was in the patient bile duct during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed. The physician did not follow the steps cited in the IFU. ***additional information received on june 24, 2025*** note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. Per the IFU, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block b5 has been updated with additional information. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f2301 captures the additional device to remove the stent.